Event description:
It was reported that: the incision of the patient was re-opened and the surgeon noted that the material appeared blanched and broken. The surgeon removed most of the material and repaired without incident. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Therefore, no testing can be performed. Method: the device will not be returned. No product evaluation can be performed. Results/conclusions: the device will not be returned. No product evaluation can be performed. Without the finished good item and/or lot number, it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for 2 pdo finished goods lots purchased during the past six months for this item. Three (3) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided. (B)(4). Item # unk, quill knotless tissue closure device lot unk.